Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient slid down the steps on her back/implantable neurostimulator (ins) on (B)(6) 2014. Before the fall, stim was working fine and the patient was recharging twice a week with 4 coupling bars and good paresthesia. The patient had not been able to charge normally and experienced difficulty recharging since the fall. The last stim use was (B)(6). Using the antenna locate feature did not resolve the issue. A physician mode recharge (pmr) was performed and resulted in a power on reset (por) condition. After the por, a normal charging screen was noted, but the manufacturer representative (rep) could only get 2 coupling boxes. The patient was charging with 2 coupling boxes and was still in a state of por. A coupling problem was reported. The rep met with the patient for 1.5 hours and they did not get the ins to 25% and were unable to read the ins. The patient was going to charge over the weekend because it was taking too long to get to 25% and the rep was to return monday. The rep met with the patient on (B)(6) and was unable to interrogate the ins and had a lack of telemetry. The recharger (insr) was on all weekend and had 4 bars with no progress and the ins was not holding a charge. The ins was not taking a charge. The insr went between 2-4 bars. The insr showed a por message, error code 0008. The clinician programmer showed low battery por. X-rays were taken and confirmed the ins did not flip. Impedances were within normal range. The ins was reportedly a little deep, and the rep was using good pressure to get 4 bars. No swelling was noted since the fall. The patient¿s recharging issues had resolved. She charged the remainder of the day on monday and sent the rep a text that she was charged and stimulation was restored.

Event description:
It was later reported that the device was not charged. It was confirmed that everything looked fine.